Manufacturer narrative:
The product has been requested for further investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported test strip lot number is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
According to medwatch received from insulet: customer reported that on (B)(6) 2015 she fell unconscious and paramedics were called. The customer's omnipod when used with freestyle test strips read 367 mg/dl while her dexcom meter read 20 mg/dl. Paramedics treated the customer with glucose and unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.